Manufacturer narrative:
Device evaluation: one smiths medical smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The pump was tested and found to be functioning properly and delivering within specification; no issues were found with delivery or setting the lock level. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the lock level could not be set on a smiths medical smiths medical cadd-legacy duodopa ambulatory infusion pump. It was also requested that the flow rate be checked. Per reporter, no further information was provided regarding the issue. No adverse effects were reported.